Event description:
It was reported that the IV pump screen went blank with a lit screen and was still apparently running. The customer was unable to get any thing other than a lit white screen. This happened in the middle of an insulin infusion at 6ml/hr. The pump was changed and the pt's cbg was checked immediately. The pt's cbg had dropped more than usual. The customer was unsure if this event was due to a pump malfunction or if the event was coincidental. The facility's biomedical engineering tested the pump for a continuous infusion at 7 ml/hr while observing the screen. It was almost two hrs before the screen started fading out from the edges. The screen never went completely white. However, during the fade-outs, the ida 4 showed the instantaneous flow rate dropping to zero. The customer stated that this would not cause the cbg to decrease, but it indicates abnormal pump operation w/o an alarm being generated. There was no report of any pt injury or medical intervention required.

Manufacturer narrative:
(B)(4). During eval of the pump by sigma, it was found that the screen was fading to white as reported caused by a failed processor pcb. When the pump exhibited this condition it was tested for flow rate accuracy using the parameters found in the history log on the day of the reported event (6 ml/hr) but for a period of one hr with the unit passing having delivered 5.96 ml. Occlusion testing was also performed while the pump exhibited the fade screen with the unit detecting separately created upstream and downstream occlusions, and alerted user with an audible alarm. No abnormal pump operation was identified during the white screen condition.